Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the device partially fired and the staples did not form properly. The surgeon applied another device and resected the incomplete staple line then manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.